Event description:
A ge oec 2800 uroview fluoroscopy system displayed collimator too large error code on initial system boot-up. A reboot restored functionality and the error code did not display again.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system had corrected itself and on the request of the customer, cancel the service call and follow-up in a few days for resolution of the issue. A follow-up revealed that the system was operating as intended with no recurrence of the error that had been displayed. Original error was displayed on pre-procedure system boot-up and check. No pt involvement.